Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient felt hypoglycemic 4 times over two days ((B)(6) and (B)(6)). The patient's blood glucose reportedly went to 37mg/dl the first time and 50-60 the next three times. The patient reportedly did not drink any alcohol surrounding the event and did not have increased activity levels. The patient did not seek medical attention, but drank coca-cola and ate bread and jam. The patient's blood glucose levels would reportedly resolve after 1 hour. Their blood glucose levels each time would resolve to between 95 and 110mg/dl. Initially, the reporter indicated that the pump may have been giving more insulin than the bolus input; however, with follow up the reporter indicated that there was no indication that the pump over-delivered and that the patient did not use the bolus calculator. This report is being made based on the allegation that the patient suffered hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).